Event description:
It was reported that the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d), triggered an alert for an out of range shock lead impedance on (B)(6) 2018. Information indicated that a clinician cleared the alert on (B)(6) 2018. No adverse patient effects were reported. No further information is known. At this time, the product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d), triggered an alert for an out of range shock lead impedance on (B)(6) 2018. Information indicated that a clinician cleared the alert on (B)(6) 2018. No adverse patient effects were reported. No further information is known. At this time, the product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
The evaluation conclusion code was updated. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d), triggered an alert for an out of range shock lead impedance on (B)(6) 2018. Information indicated that a clinician cleared the alert on (B)(6) 2018. No adverse patient effects were reported. No further information is known. At this time, the product remains in service. If additional information is received, this report will be updated. It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was later explanted and replaced for reported normal battery depletion. The right ventricular (rv) defibrillation lead remains in service. The product has been received for analysis.